Event description:
The stem was found to be loose during a post-op exam. A revision surgery was performed and stem, head, cup and liner were explanted 37 months post-op. Ref MFR report: 3005180920-2013-00034.